Event description:
The screw head broke off while the surgeon was inserting the screw into the pt. The surgeon allowed the screw to remain in the pt.

Manufacturer narrative:
H6: evaluation codes: only the head portion of the screw was returned. Not enough of the product was returned for an effective evaluation. The cause of the breakage is unknown.